Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date "during (B)(6) season" in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by diarrhea. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with an unspecified oral drug (dose, duration and frequency not reported) for peritonitis. On an unreported date unspecified pd solution was used to irrigate the patient's abdominal cavity, pd catheter was removed and internal pus was cleared as additional treatment for the event. The patient was recovered from this peritonitis event. No additional information is available as the reporter declined further follow-up.